Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: when the doctor was removing the device from the patient the bag came apart. Doctor was able to recover all pieces that fall into the patient cavity. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.